Event description:
It was reported that during an atrioventricular nodal reentry tachycardia electrode recording procedure, difficulty and inability to remove the device and catheter stuck occured. The target lesion was located in the coronary sinus. A 2.5 x 5 x 2.5 mm x 105 cm 6f polaris x diagnostic catheter was selected and advanced to make electrode recording of the target lesion. Upon attempting to withdraw the catheter during the procedure, it was noted that it was difficult and unable to be removed and it became stuck in the coronary sinus. It was noted that the catheter was advanced further into the coronary sinus and was torqued in a clockwise and counterclockwise direction until finally removed. Furthermore, the curve was a little degraded and a cut or a kink was noticed behind the polar electrode #2 at the distal tip. The procedure was completed with the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. During visual inspection, the distal tubing shaft was found kinked/pinched near the e2 ring electrode. The distal shaft was not found cut. During the functional curve check, the steering curve met the specification. An insertion and withdrawal test was performed 5 times using a 7fr sheath. No excessive resistance was felt during the test. The proximal shaft and handle verified normal during visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the device seemed to get hung up in the coronary sinus (cs) and the pinched area was getting stuck on tissue in the cs.